Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart rates "in the 40s". The right atrial (ra) lead position check failed. The implantable pulse generator (ipg) is pacing below the programmed rate. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.